Event description:
It was reported that this was an venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath prior to an interventional cardiac ablation (abl) procedure. Reportedly, with the prostyle device, a cuff miss [suture retrieval issue] occurred. The suture of a new prostyle device was successfully pre-placed. The abl procedure was completed using the same sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.